Event description:
Babies r us branded nasal aspirator sold at babies r us is ineffective and or defective. The product was not damaged before the incident. The product was not modified before the incident. Left feedback on website and will pursue additional contact methods. (B)(4).